Event description:
It was reported that the pump experienced a malfunction, and the customer indicated that the issue might have been related to potential exposure to a mammogram x-ray. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was informed by technical support that a replacement pump with updated software would be sent to them, along with training available in their tandem source account. The current pump had to be put in storage mode and returned to tandem using the provided return box and pre-paid label within ten days. The customer acknowledged and understood all instructions provided by technical support.